Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device activity log was returned to zoll medical united kingdom for investigation (no device or accessories). There are attach pads, check pads, poor pad contact, and ECG lead off prompts logged. The device was powered off and on three times over the next hour with no device errors noted beyond advisories. There was an occurrence of analysis halted with an associated attach pads prompt. Device logs passed self test before and after the event. Based on this limited investigation no fault was identified to the device. Analysis of reports of this type has not identified an increase in trend.